Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative (rep) went to the site to test the equipment. It was found that the dinguses were in the wrong place which caused the door to get stuck and not open. The dinguses were then adjusted to the right place. During further troubleshooting, it was found that there was different space between the upper and lower dingus. Adjustments were made so that there was the same space between both dinguses. The rep had to adjust the door open sensor as the dingus adjustment affected that. Following these adjustments the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a hip procedure. It was reported that the gantry door would not open during the case. The site was starting to remove the imaging system from over the patient but the door was stuck. The site was not able to open the door manually. However, the site was able to remove the imaging system from over the patient without opening the door. The site opted to abort medtronic imaging, and they aborted navigation as well. There was a surgical delay of less than 1 hour due to this issue. There was no reported patient impact or symptoms.

Event description:
Additional information was received. It was reported that the surgery was not aborted and that the patient was under anesthesia when the issue occurred.

Manufacturer narrative:
Additional information: see event for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.